Event description:
Patient reported raynaud's phenomenon. Healthcare professional later reported rupture. The device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and raynaud's phenomenon.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp on anterior assessed as fold flaw opening. Raynauds phenomenon: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "raynaud's phenomenon." Healthcare professional later reported rupture. Device has been explanted.